Event description:
It was reported that a pt rec'd a serious injury (broken right arm) following a scout on a lightspeed 16 system. The pt was previously afflicted with a paralyzed right arm which slipped from the cradle during the procedure. The hcp did not stop the procedure and subsequently the pt's arm was caught between the gantry cover and the cradle resulting in the broken arm. Field engineering examined the instrument and verified that the system worked per specs. This is related to an operator error -pt's arm was not secured properly given their medical condition (paralyzed arm) and pt not monitored properly during scanning.